Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) by letter alleging inaccurate high comparisons performed on her onetouch ultra2 meter compared to both her feelings/normal results and to another meter. The complaint was classified based on the patient's original letter and the customer care advocate's (cca) additional documentation following a call to the patient. The patient alleged that the meter started reading inaccurately compared to her feelings one evening around (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose (bg) result after exercise of "159 mg/dl" the patient wrote that she has had diabetes for 16 years and manages the condition with diet and exercise. She reported her bg levels did not change despite additional exercise, so she administered a metformin tablet which she keeps "for emergencies". She indicated that the next morning, she used the subject meter again to check her bg level, and obtained another alleged inaccurately high result of "205 mg/dl". She reported that she contacted her endocrinologist who advised her to take 2 or 3 metformin tablets each evening. She claimed that despite taking the additional medication, her bg levels were "still above 200 mg/dl". She reported that during the time she administered the medication, she would get "the sensation of low blood sugar", "shakiness and light headedness" but she claimed that she was afraid to eat because of the numbers on the subject meter. She also claimed that on two occasions, she "almost passed out" before deciding to eat. She wrote that she was in "total panic" and after 3 days of readings of "205-225 mg/dl", she contacted her doctor again and was prescribed farxiga for anxiety which she took once, and which she wrote "caused havoc with my digestive system". During an appointment with her doctor, the patient reported that she tested her bg level with a onetouch ultramini meter (89 mg/dl) and the doctor's meter (100 mg/dl) , her medication was stopped and her bg levels "stayed under 100 mg/dl for the next few days". After that time, she reported that she again compared her bg level using two different meters. She reported that she obtained a result of "225 mg/dl" on her onetouch ultramini meter compared to an alleged inaccurately high result of "225 mg/dl" on the subject meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these reported results, falls outside lfs' criteria for accuracy. She reported that she changed the batteries in the subject meter and obtained a new bg of 85 mg/dl". During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, the patient had used an approved sample site and she described the correct testing technique. The cca also noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high results with the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.